Event description:
The healthcare professional via the manufacturer representative reported that the patient felt shocking sensations in church while music was playing in (B)(6) 2015. It was unknown where the patient felt the shocking sensations on her body. In addition, the patient just dealt with the shocking and did not turn off stimulation. It was noted that the patient had been in other venues where music was playing and did not experience shocking. It was recommended that the manufacturer representative check the system (specifically impedances) to make sure the system was working properly. Additional information was received from the consumer via the manufacturer representative on (B)(6) 2016 regarding the musical equipment used at the church the patient attended. They had tried tweaking the system and thus far they had learned the shocking sensation occurred only when the "internet core" was used with the soundboard. The shocking sensation happened when the implantable neurostimulator (ins) was turned on or turned down low. It was also reported that the patient had the ins turned off for 4 hours before mass the week prior to (B)(6) 2016, however the patient still experienced shocking sensations while the ins was turned off. The patient needed to be 100 feet away from the soundboard before the shocking stopped. It was further reported that they planned to speak with someone that had made changes with the soundboard in the past. It was noted that the patient did not experience shocking stimulation while the soundboard was in use at other times. The patient's indications for use included failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer on 05-jul-2016 reported that the issue of shocking sensations felt while near church music equipment, even with the implantable neurostimulator (ins) off, had not been resolved. When the church's music equipment was off, the ins was at 3.80v (the patient's normal setting). When the patient was around the church music equipment, the patient's settings jumped to 9.0v. The patient left the area and turned it back on to get it back down to her normal level to stop the pain. It was determined that the internet going through the church's music equipment system had caused the issue. The church's music equipment system was new as of january 2016, but the system could not be left off all the time because they needed the internet for some of the equipment that they used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.